Event description:
The pt had an MRI; the event logs recorded a motor stall at 20:08. The pump was interrogated and the event logs showed the motor stall recovered at 01:39 on (B) (6) 2009. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)